Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported issue. The rse identified that the screens in the control room remained dark and the system restarted after several reboots. A field service engineer (fse) visited onsite and replaced the host pc and the hard disk to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. The host pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.